Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of three devices used during the same procedure. This manufacturer report refers to the first resolution clip device, manufacturer report # 3005099803-2017-02989 pertains to the second resolution clip device and manufacturer report # 3005099803-2017-02990 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The same issue occurred with the next two clips. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.